Event description:
It was reported that missing label information was found before use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "no exp date found on box. "

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #4210811. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that missing label information was found before use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "no exp date found on box. "